Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
Reportedly, during a pacemaker replacement for a pacing-dependent pt, the implantation of the device involved in this MDR showed a high ventricular lead impedance. The lead was then reconnected, then a normal impedance was observed. The day after, high ventricular lead impedance and high pacing threshold were observed. The device was finally replaced and returned for analysis.